Event description:
It was reported that during a shoulder arthroscopy, a piece of the cannula broke in the patient's shoulder and was not retrieved. The surgical case was aborted. It is reported that the patient is doing fine.

Manufacturer narrative:
Investigation results: the cannula was returned for evaluation. It was observed that a portion of the distal end of the cannula was broken off. This type of damage can occur if the cannula comes in contact with a hard object during use, or when an instrument is not completely closed when removing if from the cannula. This failure mode remains under investigation. The customer will be contacted for any additional inservicing needs of this product.